Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: a complaint history check was performed and this is the 1st related complaint for foreign matter in syringe on lot # 9168934. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9168934. All inspections and challenges were performed per the applicable operations qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe is causing insulin to be cloudy with a bd syringe 0.3ml 31ga 6mm. This was discovered prior to use. The following information was provided by the initial reporter: it was reported the consumer states her insulin is cloudy from the syringes and she is not comfortable using the syringes.